Event description:
It was reported that externalized conductors were observed on the right ventricular (rv) lead. No intervention was performed; the patient was stable and there were no adverse consequences.